Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed no sensing and no capture on the left ventricular (lv) lead. X-ray was performed and revealed that the lv lead was dislodged. The physician elected to explant and replace the lv lead. There were no patient consequences.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and failure to sense. Visual and x-ray examinations of the lead did not find any anomalies. The s-curve height was measured within specification. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.